Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. It was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen were scrolling during a bolus attempt and the insulin pump had a button error alarm. The blood glucose at the time of the incident was 210 mg/dl. The customer did not recall any significant events leading to the keypad issue. The device was returned for analysis.